Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The base alloy was found to be (B)(4). No material or manufacturing defects were observed on the surfaces examined. A review of the DHR indicates that the reported devices were manufactured and accepted into final stock met specifications. The chr indicated that there have been similar events for the reported family. The event was confirmed. Osteolysis, which is known to contribute to prosthesis loosening, has been established as a potential harm associated with the use of the rejuvenate modular system. Based on this relationship the reported acetabular component loosening is considered to be under the scope of this recall. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, patient had loosening of the cup, it was causing pain. (B)(6) was not the original surgeon as the implant was done out of state. He pulled the stem since it was recalled, and replaced it with a zimmer hip.